Event description:
Clinical report states that the patient was revised because of osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Radiographic information was not available. Product information required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.